Event description:
It was reported the patient was hospitalized due to a headache following a lead repositioning. The physician did not observe any issues during the procedure. The physician did a blood patch which resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.